Event description:
During a patient event a zoll defibrillator was being prepped for standby. Staff needed a multi-function electrode pack but inadvertently pulled a pacing only electrode pack from stock. If the defibrillator had been needed and staff had not recognized the mistake by trying to plug the pad into the cable there could have been potential for patient harm. The two electrode packs look very similar with the only difference being the multi-function label is tourquoise on one pack and the pacing only label on the other is green. A more visible difference in the color of the two packs would have been an earlier indication of which electrode pack was needed. We were using the "multi-function cable" with the defib which would require the "multi-function electrode cable" to work. Zoll makes a "pacing only cable" that is used with the "pacing only" electrode pack. The two (the multi-function and pacing only) cables are not interchangeable but similarly labeled.